Manufacturer narrative:
Siemens representative instructed customer to tape off the numbers on the test paks near the barcode with a white label and run it. Customer was able to scan and process the test with this work around. An urgent field safety notice has been provided to the customer. Siemens healthcare diagnostics issued an urgent field safety notice by e-mail to all affected siemens healthcare diagnostics regional offices on november 11, 2015 both in the united states and internationally for communication with affected customers. This notice informs customers of the issue and provides mitigation instructions.

Event description:
Customer reported that they were not able to scan ckmb test pak on the instrument. There was no report of injury due to this event.